Event description:
A customer contacted beckman coutler inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for a single patient sample. An initial accu tni result of 4.02ng/ml was reported out of the lab. A second sample collected from the patient on the next day gave a result of 0.02ng/ml initially and upon repeat. The original sample was re-tested and repeated accu tni result was 0.02ng/ml. There has been no report of death, injury, or change to patient treatment reported to date.

Manufacturer narrative:
Per customer, qc was in range prior to and following the event. Customer indicated that maintenance procedures are being followed and system check resulted within specifications. The specimen was collected in a 7ml, bd yellow plastic sst with gel tube and was centrifuged at 4,000 rpm for 5 minutes. Per the tube manufacturer's insert, the recommended centrifuge time is 10 minutes. Per customer, the specimen was clear with no visual fibrin or hemolysis. The testing occurred from the primary tube for both initial and repeat run. The sample was not re-centrifuged, nor poured off. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a major preventative maintenance (pm) to the instrument. (Per fse, the pm was overdue). The fse indicated that a spill in wash wheel and worn mixer rollers may have contributed to the event. Although the fse noted hardware issues while performing the pm, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.